Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was fluid leaking from the implantable neurostimulator (ins) pocket during an ins change. The fluid was described as white and pasty. A swab was taken and sent to the hospital for analysis. At the same time, some impedances had been normal but then changed to low (100 ohms). The connection of the extensions to the ins were disconnected several times and reconnected after cleaning, but without success. There were no known causes and the issue was resolved at the time of the report.

Manufacturer narrative:
H3: analysis of the ins had shown that it reached natural end of life and the eos indicator was set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.